Event description:
The customer contact reported the pt received more medication than intended. The secondary line of the pump was programmed to deliver levaquin at a rate of 100ml/hour and vtbi (volume to be infused) of 100ml and the delivery was started. After approximately 5-10 minutes, the nurse reportedly heard the pump delivering too fast and noted the levaquin container was half-empty. At this time, the nurse noted, the device displayed a rate of 100ml/hr. The customer contact stated that there were no reported adverse pt effects and the physician was notified. The device was removed from clinical service. Therapy was resumed using a replacement pump. No further medical interventions were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)